Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side "MRI proven intracapsular rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph identified a broken device inside a plastic container. Device appearance was observed in the patch (observed 40 mm dark patch edge material inside gel device). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Device was explanted.